Manufacturer narrative:
Report # 2011158-2017-00004 is associated with (B)(4), biotene original oral rinse (savannah).

Event description:
Choking [choking]; swallowed a little bit [accidental device ingestion]; coughing [cough]. Case description: this case was reported by a consumer and described the occurrence of choking in a female patient who received glycerin (biotene original oral rinse (savannah)) mouth wash (batch number unk, expiry date unknown) for dry mouth. On (B)(6) 2017, the patient started biotene original oral rinse (savannah). On (B)(6) 2017, less than a day after starting biotene original oral rinse (savannah), the patient experienced choking (serious criteria gsk medically significant) and cough. On an unknown date, the patient experienced accidental device ingestion (serious criteria gsk medically significant) and accidental ingestion of drug. Biotene original oral rinse (savannah) was continued with no change. On an unknown date, the outcome of the choking and cough were recovered/resolved and the outcome of the accidental device ingestion and accidental ingestion of drug were unknown. It was unknown if the reporter considered the choking, accidental device ingestion and cough to be related to biotene original oral rinse (savannah). This report is made by gsk without prejudice and does not imply any admission or liability for the incident or its consequences. Additional details, this adverse event reported via voicemail on (B)(4) 2017. Consumer reported that she had used the biotene oral rinse (variant not specified), and swallowed a little bit. She started choking and coughing.